Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent vaginal delivery on (B)(6) 2023 and suture was used to sew the perineal skin, perineum and the full-layer of perineal mucosa in the way of continuous suturing. The intraoperative sewing was smooth. About 10 days after the surgery (the specific event occurred on an unknown date after contacted with the hospital), the patient suffered with perineal wound pain. The patient reported that the suture at the surgical incision was tight and painful. The doctor found that the suture was not absorbed after examination. The doctor removed the sutures from the perineal wound. There were no subsequent adverse events reported. No additional information was provided.